Manufacturer narrative:
During the eval of the device at the manufacturer's service center the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury report